Event description:
No event occurred. No patients were affected. There is only a potential health hazard discovered by the manufacturer. This notice concerns an issue found with the ssd calculation in raystation 4-11b, and rayplan 1, 2, 7-11b including some service packs. The ssd displayed and exported may in very rare cases be too high.

Manufacturer narrative:
A software implementation error has been identified. Raystation calculates source to skin or surface distance (ssd) by tracing from the beam source to the beam center line's intersection with the external roi, or in the case of source to surface, any bolus, fixation or support roi. In rare cases, the ssd calculation algorithm will miss the entry point of the roi and instead calculate the distance to the exit point, resulting in an incorrect ssd. This is because of a limitation in the algorithm searching for beam intersection with the triangle mesh representing the roi. The ssd will be incorrect in ui, dicom export, plan report, and scripting. If the bug is triggered when an intended ssd is entered in raystation, the intended ssd will be displayed and exported, but the actual ssd of the plan is shorter than intended. In the event that the bug occurs in the worst-case scenario, this could lead to delivery of an inappropriate dose plan. This could lead to under-dose to the whole target, but also to over-dose in risk organs due to the irradiated volume being larger than intended.

Event description:
Follow-up of report rsa: MDR 3010034862-2023-00005 93572 rs ssd calculation. No event occurred. No patients were affected. There is only a potential health hazard discovered by the manufacturer. This notice concerns an issue found with the ssd calculation in raystation 4-11b, and rayplan 1, 2, 7-11b including some service packs. The ssd displayed and exported may in very rare cases be too high.